Manufacturer narrative:
Additional information, including the product investigation, will be submitted within 30 days of receipt

Event description:
As reported, this (B)(6) female patient had bilateral hip replacements in 2008/2009. In 2012 the patients hips were revised and with the m-series and novation crown cup with gxl. The right hip became very painful for the patient which is what led to this revision. Surgeon removed a lot of black tissue, indicating classic signs of metalosis. He was unable to determine the origin of the metalosis as the interface between the stem and the metaphyseal component were cold welded. Surgeon also made note of the poly wear and subsequent osteolysis in the pelvis. The surgeon decided to keep the novation crown cup and then implanted a novation xle poly. There was no breakage of the device and no surgical delay/prolongation. Patient was last known to be in stable condition following this event. Images received. The devices are not available for evaluation due to hospital policy will not allow for the return of explants.

Manufacturer narrative:
After further review of additional information received the following sections d10, g3, g6, h2, h3 and h6 have been updated accordingly. (H3) the revision reported was most likely the result of micromotion and subsequent wear between metal-on-metal modular junctions of the femoral stem components after 10 years of implantation that resulted in release of metallic debris, leading to metallosis and pain. However, the failure and possible contributions from patient-related conditions cannot be confirmed from the information provided and the devices were not available for evaluation. The most probable root cause associated with the reported event of "prosthesis wear¿ is associated with material damage to a surface, usually involving progressive loss or displacement of material, due to relative motion between that surface and a contacting substance or substances. Section d1: brand name section d4: model number, catalog number, unique identifier (UDI) # section g4: PMA/510(k)number.